Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain that starts in the right buttock area just medial to where the battery was located and radiates down the posterolateral right leg to the ankle. The patient was having so much pain that she was having a difficult time to walk. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's pain was pre-existing and not device related. No device malfunction was suspected.

Event description:
A report was received that the patient had pain that starts in the right buttock area just medial to where the battery was located and radiates down the posterolateral right leg to the ankle. The patient was having so much pain that she was having a difficult time to walk. The patient underwent a revision procedure.